Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support, who provided detailed instructions for a pump reset, resulting in a successful start of the sensor session without the error code reappearing.